Event description:
The customer just took this out of the box today and realized that there is a broken weld in the frame of the chair. It is where the crossbar would be mounted to the top of the wheelchair.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.